Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and also exhibited inconsistent capture. This rv lead was capped and surgically abandoned in the patient. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.